Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 500 mg/dl) during the night with a trace of ketones. The pump supplies were changed multiple times and insulin injections were administered to address the bg level. A healthcare provider also adjusted the pump night setting to help with the high bg. The contact did not think the pump was the cause of the high bg; however, was not sure of the cause. The contact thought that puberty may be a possible cause. A pump system check was performed and no device issue was identified. The contact declined to remove the current infusion set site as there were no issues observed with the previous sites. The contact was in agreement that the pump was operating as expected.